Event description:
It was reported that the patient underwent rotator cuff procedure on (B)(6) 2011. During the procedure, the suture punch had problems holding the suture. A competitor's product was used to complete the procedure with no reported significant delay to the procedure or injury to the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This device was utilized in two prior procedures and MDR numbers 1825034-2011-00877 and 1825034-2011-00878 were submitted to report those events. This report submitted (B)(6) 2011.

Manufacturer narrative:
Evaluation of the returned device noted the trap door to be crooked which could have contributed to the reported event.this report filed on (B)(4), 2011.